Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the severely tortuous, calcified right coronary artery (rca). The physician attempted to place the 3.50x28mm taxus liberte stent, but felt resistance. When the device was removed from the patient, it was noted that a stent strut had been lifted. No patient complications were reported. Patient status reported as "good".